Event description:
The customer reported that during an attempt to deploy a vasoseal es, the physician had difficulty retracting the j-segment once the dilator and sheath were placed. After several attempts, the j-segment appeared to retract. The physician lost sheath placement so dr re-deployed the j-segment. Upon pulling back on the locator, no resistance was felt and the locator was removed and the j-segment was missing. A vascular surgeon performed a cutdown procedure and removed the j-segment which was partially in the artery. No further complications were reported.